Event description:
Procedure type: urological. According to the reporter: the pt had a hysterectomy with a bladder and rectum lift in 2007. After the surgery, the pt reported pain in her legs. The physician who performed the surgery told her that he tied the arms of the sling to the pt's tendons in both thighs. In 2008, the pt had revision surgery due to erosion.

Manufacturer narrative:
MDR ref #: 9615742-2009-00094 (avaulta posterior biosynthetic support system).